Event description:
Initial surgery to implant spinal hardware performed in 2007. Subsequently it was noted the set screws had "backed out." The hardware was left in place, revision surgery not scheduled.

Manufacturer narrative:
Device was not returned to MFR; no eval could be performed.